Event description:
A complaint was received regarding low glucose scan values while wearing the adc device compared to an adc device. As a result, on (B)(6) 2022, the customer reported "stumbling around" and was unable to treat themselves and was provided unspecified medical treatment by an hcp for hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event. A sensor scan of 75 mg/dl as compared to a blood glucose test of "hi" (greater than 500 mg/dl) on the adc meter, which when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.